Event description:
It was reported that this right ventricular (rv) lead exhibited suspected loss of capture (loc). A health care professional (hcp) contacted technical services (ts) and requested further review of remote home monitoring data. Ts reviewed stored device data and discussed that capture was difficult to assess and confirm due to the lack of t-waves observed on the presenting rhythm. The hcp planned to bring the patient in clinic and assess thresholds further and adjust outputs as needed. No further assistance was requested at this time. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited suspected loss of capture (loc). A health care professional (hcp) contacted technical services (ts) and requested further review of remote home monitoring data. Ts reviewed stored device data and discussed that capture was difficult to assess and confirm due to the lack of t-waves observed on the presenting rhythm. The hcp planned to bring the patient in clinic and assess thresholds further and adjust outputs as needed. No further assistance was requested at this time. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was received that this rv lead exhibited undersensing and ongoing loc. Surgical intervention was undertaken. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.